Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted (z-syndrome) approximately 7 weeks post lens implant. The patient reportedly had significantly reduced vision, and secondary astigmatism from the z syndrome. The surgeon attempted to reposition the lens but was unable to due to fibrosis, so the surgeon amputated the haptics in order to remove the lens. The replacement lens was the same model and power lens. A capsular tension ring was also implanted. The patient's vision reportedly is much improved. The surgeon indicated the likely cause of the event was due to asymmetric capsular contraction. The patient's current status is "good".

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7441622) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.